Event description:
The manufacturer received information alleging a trilogy o2 ventilator, japan device found the gap with the actual measured fio2 value was more than 5% when the set value was at 60%. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, the customer's complaint was confirmed through measurement that the oxygen concentration exceeded the control accuracy at an fio2 setting of 60% as well as at other settings. The error log was reviewed, but no records indicating failures were confirmed. However, the device failed a repair test for pos flow verification. The device's sensor board was replaced to address the issue. After replacing the sensor board, oxygen concentration measurements were performed again, and it was confirmed that all fio2 settings were within the control accuracy range. The root cause has been determined that a failure in flow measurement caused the measured values for each fio2 setting to fall outside the control accuracy range. Additionally, a periodic maintenance 2 was performed. The device's trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, and 43-micron filter were replaced to prevent failures. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was upgraded to 14.2.05. The device's sensor board was returned to the manufacturer's product investigation laboratory. This failure has been previously investigated, so no further evaluation of the sensor board is required at this time.